Manufacturer narrative:
An event of patient effects including dyspnea, angina, cardiac arrest, hemothorax, and death was reported. A medical review was completed and concluded the exact cause of death cannot be determined for certain. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported dyspnea, angina, cardiac arrest, hemothorax, and death could not be confirmed. An unexpected medical intervention was a result of case specific circumstances, as CPR/resuscitation was attempted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant. During the procedure the occluder was re-captured once. The occluder was implanted. The following day the patient presented with chest pain and shortness of breath. Echocardiogram showed no pericardial effusion and the occluder was stable in place. An x-ray showed a completely white left lung. The patient coded and cardiopulmonary resuscitation (CPR) was performed. The patient passed away. The cause of death was the hemothorax caused by a fractured rib during CPR. The user believed the patient had an underlying lung issue and a collapsed lung that resulted in cardiac arrest, CPR and fractured rib causing the hemothorax.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant. During the procedure the occluder was re-captured once. The occluder was implanted. The following day the patient presented with chest pain and shortness of breath. Echocardiogram showed no pericardial effusion and the occluder was stable in place. An x-ray showed a completely white left lung. The patient coded and cardiopulmonary resuscitation (CPR) was performed. The patient passed away. The cause of death was the hemothorax caused by a fractured rib during CPR. The user believed the patient had an underlying lung issue and a collapsed lung that resulted in cardiac arrest, CPR and fractured rib causing the hemothorax.